Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic nephrectomy, when the operator pushed the valve open/close button to check the operation of the device; the valve did not return after being opened. The surgeon stopped using the device. To complete the procedure, another device was used. No patient injury or extension in surgical time. The patient status is no problem.